Event description:
It was reported that following a fall, the patient experienced ineffective and uncomfortable stimulation due to lead migration of both leads. Surgical intervention was undertaken wherein one lead was repositioned, and the second lead was explanted and replaced.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.